Event description:
It was reported that, this right ventricular (rv) lead exhibited high impedances withing normal limits and high pacing thresholds. Technical services (ts) recommended to considerer lead revision. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high impedances with normal limits and high pacing thresholds. Technical services (ts) recommended to considered lead revision. This rv lead remains in service. No adverse patient effects were reported. Further information was received that a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.